Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 24, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge tip (half out of the cartridge). The cartridge tip could be observed to be cracked as well. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the observed or complaint issue. The lens was removed from the cartridge and cleaned, revealing that an edge was chipped and that the lens was damaged, in a way consistent with a lens folded inside of the cartridge tip. The complaint issue " lens damaged " was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke during handling, but prior to insertion. There was no patient contact with the device. The procedure was completed using another lens of the same model (the diopter was not provided). It was indicated that the inner pouch was not opened/un-sealed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: not applicable as there was no patient contact. Implant date: if implanted, give date: not applicable, the lens was not implanted as there was no patient contact. Explant date: if explanted, give date: not applicable, the lens was not implanted as there was no patient contact. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.